Manufacturer narrative:
The linkage in the lanyard showed signs of deformation and there was damage to one of the threads. No damaged observed to the nut and internal threads in the link. Per the specification sheet of the link, the breaking strength is approximately 5 times the safe load ((B)(4)). Based on our observations we can attribute this type of failure to: the load rating was exceeded resulting in the slippage of the nut and deforming the link or; 2) the nut was not closed all the way so that no threads were exposed and the link failed. Prism medical ltd. Has replaced the damaged lanyard with the currently in stock model of the lanyard (which does not use a nut/thread combination). Also the facility was recommended to check the lanyards in use to ensure that the links are secured correctly.

Event description:
An incident occurred at (B)(6) where the d-link on a 364681 lanyard deformed and dropped a patient along with a tp lift (serial number (B)(4)) which was connected to the lanyard. The (B)(6) patient incurred minor injuries that did not require hospitalization.